Event description:
Patient to cardiac cath lab for right heart catheterization. Upon completion of the procedure the swan-ganz catheter was removed half-way, the physician ensured the balloon was deflated, and then the swan was removed from the sheath. Upon removal, the physician noticed that the balloon on the tip of the catheter was missing. Sheath was aspirated and flushed and balloon material not located. Balloon material not located on sterile drape or table. Deflated balloon material suspected to remain in the patient. Balloon only detectable on xray when inflated.